Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Manufacture record evaluation cannot be conducted because no lot number was provided by the customer. Concomitant medical products: stereotaxis system (catalog # unknown, serial # unknown). Manufacturer's ref.# (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a redo atrial fibrillation (afib) ablation procedure with a stereotaxis system using navistar rmt thermocool electrophysiology catheter and suffered 3rd degree atrioventricular heart block, cerebrovascular accident, cardiac arrest and death. A right-sided wide antral circumferential ablation (waca) was performed, a roof life was created, and an area anterior and medial to the left atrial appendage was ablated as well. An anterior mitral annular line was planned, when temporary 3rd degree heart block occurred, and ablation was stopped. Around fifteen minutes later, st segment elevation was noted suggesting ischemia. Left ventricle pacing was performed and eventually heart block and st segment changes resolved. Coronary angiogram (right and left) was performed and revealed no evidence for stenosis or blockage. The physician believes the patient went into pulseless electric activity (pae) and somehow it was not caught by either anesthesia or any of the monitoring equipment. The patient left the procedure room and while in recovery, it was reported being unresponsive post-extubation. Magnetic resonance imaging (MRI) was performed and cerebrovascular accident (cva) was confirmed. No air or thrombus were present on the MRI. Life support was withdrawn on (B)(6) 2019 and the patient expired. Physician¿s opinion regarding the cause of the death is that it was associated with the cva. No bwi product malfunctions were reported. There was no evidence of unusual temperature changes or impedance changes. Temperature cut-off was set at 43 degrees.